Event description:
Reportedly, when the device discharge energy, it was not delivered to the patient. This allegagtion was based on the lack of expected patient muscular reaction and device chart recorder offset in response to the defibrillator discharge.